Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant due to damage occurring during the implant. The lead had to be repositioned several times and after the third repositioning the helix would not retract. The lead was removed prior to pocket closure and another lead was used to complete the procedure. No adverse effects to patient were reported.

Event description:
It was reported that this lead was an attempted implant due to damage occurring during the implant. The lead had to be repositioned several times and after the third repositioning the helix would not retract. The lead was removed prior to pocket closure and another lead was used to complete the procedure. No adverse effects to patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function.